Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(6). Implant date: unknown date in 2009. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while removing a plate, two screw heads sheared off due to forceful removal out of the plate. Approximately five years ago, the patient had a mandible fracture that was repaired with a mandible plate and screws. The fracture is now healed; however, a lymphatic mass was found under the plate and into neck. The plate and mass removed so that the mass could be biopsied. The plate and six out of eight screws were removed easily. Part of the broken screws remained in the patient. There was no delay during the procedure and it was completed successfully. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. This report is for 1 unknown matrixmandible screw/unknown lot. Series 04.503.608.01 ¿ 04.503.618.01 provided but it is unknown which part numbers apply to the two broken screws. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.